Manufacturer narrative:
Investigation revealed that end user was the victim of a rear-end vehicle collision at the fault of another driver. The end user and the wheelchair received damages as an outcome of this event. The failure was not due to a quality deviation with the wheelchair. Therefore, the device was not returned for an evaluation by the manufacture. The dealer was informed of our "accident and extraordinary events policy" alerting them to the fact that we cannot guarantee the continued performance or safety of the product after such an event has occurred. The end user will pursue getting a replacement wheelchair. The DHR for this device was reviewed and the wheelchair met specification prior to distribution. (B)(4). No failure detected with device.

Event description:
End user reported that the wheelchair was in an automobile accident. After the accident, she said the wheelchair was unusable.